Event description:
It was reported that the right ventricular lead exhibited loss of capture, noise, a sensing anomaly and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.